Event description:
Reporter noted surgeon noticed viscoelastic in patient's eye post-op. Patient will be rescheduled to remove viscoelastic. Felt system aspiration was not strong enough to remove it. Wanted system checked out.

Manufacturer narrative:
A company service rep checked system: met performance specifications. Surgeon declined to complete questionnaire.